Event description:
It was reported the patient did not charge the ipg as recommended. In turn, the ipg can no longer communicate with the charger or the programmer due to it being inoperable. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
This ipg serial number is included in field advisories. Correction number: 1627487-07262012-002-r. UDI (di): (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.